Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B76525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating, weight gain, wisdom teeth removal, d & c, acne and psoriatic arthritis. Previously administered products included for contraception: mirena. Concomitant products included clobetasol and desonide for acne, etanercept for psoriatic arthritis as well as drospirenone + ethinylestradiol (yasmin). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain lower ("cramping nos"), back pain ("lower back pain") and menstrual disorder ("unusual periods"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain lower, back pain and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, back pain, menstrual disorder and pelvic pain to be related to essure. The reporter commented: in (B)(6) 2014 patient underwent hysterosalpingogram left side- 3 coils, right side-2 coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: fallopian tubes occluded & essure properly placed. Batch no b76525 production date 2013-09-30 expiration date 2016-09-30. Quality-safety evaluation of ptc: quality safety evaluation of ptc. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B76525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating, weight gain, wisdom teeth removal, d & c, acne and psoriatic arthritis. Previously administered products included for contraception: mirena. Concomitant products included clobetasol and desonide for acne, etanercept for psoriatic arthritis as well as drospirenone + ethinylestradiol (yasmin). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain lower ("cramping nos"), back pain ("lower back pain") and menstrual disorder ("unusual periods"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain lower, back pain and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, back pain, menstrual disorder and pelvic pain to be related to essure. The reporter commented: in (B)(6) 2014 patient underwent hysterosalpingogram. Left side- 3 coils. Right side-2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: fallopian tubes occluded & essure properly placed. Quality-safety evaluation of ptc: quality safety evaluation of ptc. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received. Event added: unusual periods. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.